Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Upon further inspection, the company engineer found saline had gone inside the iabp. He found saline deposits on the front end pcb and executive processor board . So he replaced the two boards and updated the software. The engineer then completed the necessary calibrations and all checks as per the test protocols. He then found the pressure regulator calibration failed and compressor out put test also failed . So he replaced the compressor and completed the calibrations. The device is working as per specifications and returned to clinical use. (B)(6).

Event description:
The cardiosave intra-aortic balloon pump (iabp) pressure bag leaked into the top of the iabp console resulting in system failure. The priming set was set up and the outlet was dripping into the area that would hold the system trainer. This resulted in water ingress into the iabp and resulting failure. No patient involvement or adverse reported. This was discovered during preventive maintenance by a company service representative. Additional information reported by the business unit: the saline ingress was found when the company engineer visited the site for routine preventive maintenance (pm). There was a saline bag hooked in the IV pole with saline dripping onto the top of the pump . This was immediately brought to the notice of the facility biomedical engineering staff without switching on the pump. It was observed that the IV pole was not seated properly before hooking the bag which made it rotate 360 degree .